Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed, and the complaint was not confirmed by failure analysis. The unit energized and cauterized, and all ports recognized instruments. Error logs indicated error c-00. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to finding an undefined error. System tested and verified ready for use. Isi has received the erbe generator involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the bipolar energy was not working. The intuitive tech support engineer (tse) reviewed the system logs and found no errors. The clinical sales rep (csr) reporting the issue stated that there was no bipolar energy even after trying different instruments, power cords, and power cycling the erbe. There were no reports of patient injury.